Event description:
Caller reported a cartridge alarm with their insulin pump, which had been occurring with consecutive cartridges. There was no adverse impact to the customer's blood glucose level as a result of the issue. Customer was advised by technical support to place their current pump in storage mode and return it to tandem using a provided pre-paid label. Technical support confirmed that the customer would use multiple daily injections as a backup therapy and informed them about the new pump with updated software that would be sent as a replacement. The customer received guidance on preparing and returning the defective pump and acknowledged the instructions, understanding the need to program their settings and connect their cgm to the replacement pump.